Event description:
As reported via legal documentation the male patient had a bilateral knee replacement on (B)(6) 2014. Approximately 8 years and 5 months after the initial procedure the patient had a bilateral revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed bilateral knee arthroplasty secondary to aseptic femoral loosening and polyethylene wear. Femoral component was loose with cyst found posterior lateral. Patient was awakened and taken to recovery room in stable condition.

Manufacturer narrative:
D10: concomitants: (B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5; (B)(6), 02-010-01-0350 - logic femoral ps cem right sz 5; (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; (B)(6), 200-02-41 - three peg patella 41mm; (B)(6), 200-02-41 - three peg patella 41mm; (B)(6), 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.